Manufacturer narrative:
As reported, post implant of the bard/davol ventralight st mesh fixated using bard/davol capsure fasteners, the patient experienced bowel obstruction, adhesions and underwent surgical intervention for mesh explant. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint of this type for this manufacturing lot of (B)(4) units released for distribution in march 2020. A photo of the explanted mesh and capsure fasteners was provided. Evaluation of the images do not allow for any conclusions to be made. Adhesion was reported to the ventralight st implant, it cannot be determined at this time if there was any adhesion to the fasteners. This MDR represents the bard/davol capsure straight and an additional MDR will be submitted to represent the bard/davol ventralight st mesh.

Event description:
As reported, a patient underwent implant of a bard/davol ventralight st mesh (device #1) on (B)(6) 2021, which was fixated using a bard/davol capsure fixation device (device #2). As reported, the patient developed bowel obstruction a week later which was managed by conservative methods (nil oral). About 3-4 days later, the patient developed bowel obstruction again; a CT-scan showed bowel adhesion at the umbilical region. The patient underwent an exploratory laparoscopy on (B)(6) 2021, during which the bowel was noted to be densely adhered to the mesh. Both the mesh and the capsure fasteners were removed.